Event description:
This lead was implanted on (B)(6) 2007 and capped on (B)(6) 2012 due to signs of externalized conductor failure as shown in fluoroscopy imaging done per clinic protocol. The physician was dr. (B)(6) at (B)(6) hospital in minneapolis, mn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).